Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the ball bearing was stuck in the rear bearing housing, the bearings were worn, the sag head was filled with debris, the sag head was corroded, and the motor assembly was corroded.